Manufacturer narrative:
Section a patient information, sid (B)(6) is 14 year old female, and sid (B)(6) is 44 year old female. No gender provided. An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The customer observed false elevated alinity I free t4 results when processing on the alinity I processing module. Sid (B)(6) of >64.35 pmol/l, repeated 15.14 pmol/l on (B)(6) 2025 sid (B)(6) of 20.46 pmol/l, repeated 15.15 pmol/l on (B)(6) 2025 customer free t4 normal range is 9.01 to 19.05 pmol/l for all ages and gender. No results were reported out of the lab. No impact to patient management was reported.

Manufacturer narrative:
After further evaluation, the suspect medical device was changed from alinity I free t4 reagent, list number 07p70-30, longford, ireland manufacturing site to alinity I processing module, list number 03r65-01, irving, tx manufacturing site. MDR number 3016438761-2025-00490 has been submitted and all further information will be documented under that MDR number.

Event description:
The customer observed false elevated alinity I free t4 results when processing on the alinity I processing module. Sid (B)(6) of >64.35 pmol/l, repeated 15.14 pmol/l on (B)(6) 2025. Sid (B)(6) of 20.46 pmol/l, repeated 15.15 pmol/l on (B)(6) 2025. Customer free t4 normal range is 9.01 to 19.05 pmol/l for all ages and gender. No results were reported out of the lab. No impact to patient management was reported.